Manufacturer narrative:
User reported trouble completing uploads on a specific computer on their network. "Complaint summary: user reported trouble completing uploads on a specific computer on their network. Investigation/testing summary: an attempt to reproduce the reported event using carelink uploader 3.9.0 installed on dell precision 7560 windows 11 with a mmt-1886 pump was conducted and confirmed the issue is not reproduced. Attempted 3 times to reproduce. Based on information gathered from carelink uploader application logs, the issue cause could not be confidently identified as logs did not contain consistent errors. Supplied helpline and customer with the following troubleshooting steps: reconfigure network settings on affected computer to match working computer. Inquired about security and anti-virus software. Did not receive responses from helpline about troubleshooting. They did however report that the issue was now resolved. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_x, version pch00098029. (Most likely) root cause: most likely root cause based on provided logs and issue type is a faulty or inappropriate network configuration. Analysis summary: issue resolved by user without intervention by carelink support team or helpline. Issue most likely a configuration on user's end.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the edge, chrome to upload 780g pump on personal computer-2  but it keeps giving the message that upload fails and cannot complete the upload to the care-link server. Troubleshooting was performed and the issue was not resolved. It works completely fine on personal computer-1 and the customer stated the problem stated only on personal computer-2. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the product will not be returned for analysis.